Event description:
Customer reported that when an adult in-patient went to the ambulatory department for a endoscopy procedure, the ca-300 was removed from the injection port of the gemini pump tubing in order to use a needle to access the port, which was the only one on the tubing. Pt's infusion was an antibiotic. Meds were then given with a needle through the injection port. When the pt was returned to the floor, the ambulatory care nurse attempted to put the ca-300 back on the injection port and noticied that the cannula had broken off and was in the IV tubing near the y-site.